Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a lesion located in the mid lad with 70% stenosis. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that the stent failed to cross the lesion. The image attached suggests evidence of stent deformation. No patient injury was reported.

Manufacturer narrative:
The lesion was moderately tortuous and moderately calcified. Excessive force was not used during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent was not deformed when crossing the lesion, but a deformation occurred during recovery after withdrawal from the body. Image review: image shows an endeavor resolute shelf carton and the distal and proximal portion of a device. Deformation is evident to the mid-section of the stent. The lot number printed on the luer of the device corresponds with the lot number on the label of shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.